Event description:
It was reported that the patient experienced a change in therapy effect. The patient was saying they were not getting the relief that they used to get. The patient had indicated this at their refill the day prior to the report date. The plan was to do a dye study on the report date however, there was a bridge bolus in progress following the refill. Calculations were performed to determine where the ¿old¿ drug was in the system in order to cancel the bolus. The plan was to aspirate the catheter access port and proceed with a dye study to determine if there was a problem with the catheter. The device system was used to deliver hydromorphone. It was later reported that the dye study was done and it appeared the catheter ¿may be¿ epidural. The health care provider (hcp) would reportedly be replacing the catheter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).